Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was shutting itself off intermittently. There is no additional information at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
This report was sent in error. The patient was not on an animas pump at the time of this report.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.